Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulse field ablation procedure connection issues and noisy electrograms (egm) were observed. The catheter connector was inspected and residue described as silicone or assembly adhesive was found on the connector. During the procedure, the catheter was not disconnected from the generator; however, when the catheter was rotated to the required position, signals on the polygraph were lost and the channels appeared saturated. The affected channels changed, a noisy electrogram was observed, and intermittent signal failures occurred during the procedure due to an improper cable connection at the connector. The physician pressed on the connection to restore the signals as a workaround. The procedure was completed using the catheter. No patient complications have been reported as a result of this event.